Event description:
In 2008, the patient reported that while she was changing the insulin cartridge the piston rod began to move very slowly and eventually stopped. The infusion device alarmed a2 (low battery) and she inserted a new battery. She stated that after replacing the battery the infusion device began making a strange noise and sound "like it was ticking" and "screeching like it was going to stop." The infusion device then displayed e10 (cartridge) error. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.